Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify power loss alarm due to blank display. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump was exposed to water and then it was not working. The customer¿s blood glucose was unknown. Troubleshooting was done for moisture exposure. Customer stated they do not hear fluid when shaking the insulin pump. Customer stated they saw fluid under the lcd screen. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.